Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.

Manufacturer narrative:
Customer returned one broken puendo5 in autoclave bag. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Complaint indicates the tip broke prior to turning on at treatment site, not in patient's mouth at time of breakage. Complaint indicates this was first time use of instrument. It is recommended that the tip be at treatment site before engaging power. It appears turning on the power before contact may have caused the tip to break. Recommended power settings for puendo5 are minimum of 1 and a maximum of 4. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, root cause is misuse of product.